Event description:
The patient¿s battery was dead and would not connect with any external hardware. The patient has never charged (implanted in 2010) and she last felt stimulation 2-3 months ago. The patient has met at managing physician¿s office over the past few years. It was later reported that no diagnostics were performed. The physician ordered a battery swap. The patient was not receiving effective therapy.

Manufacturer narrative:
Concomitant product: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65 lot# serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery had reduced capacity due to overdischarge.